Event description:
User facility reports two incidents where they are finding pieces of green rubber in an open heart surgery. Report stated green rubber coming from the bulb irrigation syringe.

Manufacturer narrative:
Manufacturer currently evaluating unused samples from the same shipment. Additional information being requested from the user facility to include narrative of any process or actions performed on the said device prior to and during the procedure. Manufacturer also looking into device history of the same and similar devices and will analyse any trend indicative of the device problem seen in this case. Supplemental information will be provided by manufacturer to FDA as soon as all investigative data and evaluations have been completed.